Event description:
It was reported that the device had error code 211.2000 manual states logic board failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module showed error code 211.1000 was confirmed through the logs but could not be replicated during the investigation. A functional test was performed on the suspect pump module. An infusion was programmed on the suspect pump module with a rate of 999 ml/hr for a duration of 10 hours to reproduce the error code. The infusion finished with no issues or errors noted. A second test infusion was programmed with a rate of 500 ml/hr for a duration of 20 hours. The infusion finished successfully. A preventive maintenance (pm) test was performed through alaris system maintenance (asm) passing all tests indicating the device is within specifications. The external and internal inspection was performed. During the inspection the display board was observed with flux residue. J2 and j3 traces were observed contaminated. All inspected parts were manufactured by bd. Review of the suspect pump module error log confirmed two error codes 211.2000 (comm failure) were recorded on (B)(6) 2025. A review of suspect pump module event log showed that on (B)(6) 2025 at 4:30 pm, the channel was powered on / attached. At 4:31 pm, an infusion was started with a rate of 7.5ml/hr and a volume to be infused (vtbi) of 200ml. At 4:40 pm, a new infusion was loaded into the channel with a rate of 3.75ml/hr and a vtbi of 200ml. At 4:46 pm, the unit was channeled off. At 4:48 pm, the device alarmed for error code 211.2000 (comm failure). The bd alaris channel error tip sheet states, a channel error message means the device has discovered an error either the affected channel hardware or software. Operations on the affected channel stop; other infusing channels will not be affected. The bd alaris system performs a self-check during power up. The pcu should beep, no errors should occur, and if a module is connected, all led segments should flash. If the bd alaris system fails the self-check, remove the failing pcu or module from use. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Upon further evaluation of the complaint record it was confirmed that there were no device malfunction or failure. The report was submitted in error, please disregard the initial report with MFR report.

Event description:
It was reported that the device had error code 211.2000 manual states logic board failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 211.2000 manual states logic board failure. There was no patient involvement.